Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 9/11/2019 having met all internal qc acceptance requirements. All sterilization records, and bioburden testing indicate successful sterilization process, and passing lal and product sterility results allowed the lot to be released having met all criteria for manufacturing release. There were no non-conformances associated with the manufacturing lot during production, sterilization and final packaging. In lieu of a request for the OEM supplier DHR review, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. The alleged event description does not provide enough details to confirm how or if the aziyo device caused the incident, and it cannot reasonably be concluded that the device did or did not contribute to the reported serious injury. A follow-up report will be submitted if additional event details are received by aziyo.

Event description:
Product was part of a system revision on (B)(6) 2020 due to contamination issues.